Manufacturer narrative:
The investigation for the placement signal issue has been completed. Based on the data log analysis of low snr across multiple devices, the cause of the placement signal issue appears to be potentially console related.

Event description:
The complainant reported that a patient in cardiogenic shock secondary to an acute myocardial infarction was implanted with an impella cp device for temporary mechanical circulatory support. The device was percutaneously inserted via the right femoral artery. At the time of impella support initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock, with subsequent improvement to scai stage c during support. On day seven of support, a ¿placement signal not reliable¿ alarm occurred. The patient continued to receive support, and no additional issues or concerns related to device support were reported. The device was subsequently weaned and explanted successfully, and the patient survived. It was further reported that no patient harm occurred as a result of this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.